Manufacturer narrative:
Continued e1: phone (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Healthcare professional reported "rupture". Healthcare professional later reported "swollen lymph nodes". This record is for the left side. Device was explanted and it was not replaced. Device will be returned.

Event description:
Healthcare professional reported "rupture". Healthcare professional later reported "swollen lymph nodes". This record is for the left side. Device was explanted and it was not replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. ¿ lymphadenopathy: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required.